Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -5.00/2.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on 04/dec/2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "iop is down, still corneal edema and pupil reaction is not as good as pre-op." Per reporter on (B)(6) 2020, corneal oedema getting better and better, nearly as good as pre-op. Patient is okay and fine. Surgeon ants to wait and will decide to implant another shorter lens."